Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009, due to alleged pain, swelling, bone loss, tissue damage, metallosis, lack of mobility, and pseudotumors. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009, due to alleged pain, swelling, bone loss, tissue damage, metallosis, lack of mobility, and pseudotumors. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted during the revision it was found that the acetabular cup was loose. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number six states, "inadequate range of motion due to improper selection or positioning of components". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01669 / 01671). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.